Event description:
During a remote follow up, noise resulting in oversensing and oversensing of myopotentials were observed on the right atrial (ra) lead. External noise was suspected but this was not confirmed. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.